Event description:
Device report from australia reports an event as follows: it was reported that on (B)(6) 2022, the surgeon was attempting to final tighten the unitized set screw in to the head of the screw. Both loan x25 inserter tighteners failed. Another tray was used to source these instruments to final tighten. No fragments were generated. There were no reported adverse patient outcomes. The procedure was completed successfully. This report is for an expedium verse spine system inserter/tightener x25. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: initial reporter occupation: initial reporter is a synthes employee. A review of the receiving inspection (ri) for verse x25 inserter/tightener was conducted identifying that lot number gm5160604 was released in one batch. Batch 1: lot qty of (B)(4) units were released on 05 dec, 2018 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the verse x25 inserter/tightener was stripped. The observed condition was consistent as an end of life indicator for the device. No other issues where identified. After a visual inspection per procedure, it was determined that the reusable instrument device was worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. A functional test could not be performed as the mating devices were not returned. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed verse x25 inserter/tightener would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.